Manufacturer narrative:
Additional information was added to h3, h6 and h11: h11: one (1) photo sample and one (1) actual device was received for evaluation; received in dry condition and in the original coiling position inside an opened pouch. A visual inspection of the actual sample with the naked eye was performed which observed a blue pull ring cap (patient line cap) was attached to the patient connector of the actual sample. There was no evidence of damage to the cap and patient connector. However, a visual inspection of the sample photo showed the blue pull ring cap was dislodged from the patient connector. The reported condition was verified. The cause of the condition could not be determined, however, it is possible this occurred during the handling or packaging of the product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pull ring cap on the patient line of the homechoice cassette was loose and fell off. This occurred before use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.